Event description:
The customer alleges that the miller 2 blade is no longer making a connection to light up the pipe. No pt injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.